Event description:
It was reported that the patient developed an infection at the implant site following implant surgery. The anterior superior portion of the incision site had granulation. The patient was treated with cipro antibiotic and bacitracin ointment for three weeks. The patient's infection has cleared and the patient is using her device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's device remain implanted. This is the final report.